Event description:
The pt had been restless and kicking legs. It was noted that the foley catheter was broken off at the point of the hub-catheter connection. The remainder of the foley was removed and another inserted. There was no pt injury. However, this same thing happened the day before on this pt. This required replacement of the foley potentially causing infection/injury.